Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. ¦precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device inspection also found noise in the image due to damage on the scope connector, there was damage on the charge coupled device unit, the distal end cover was shaved due to handling, the adhesive on the bending section cover was chipped due to stress, the control unit, switch box, universal cord, image guide protector, angulation lever, up/down plate, grip, scope connector cover, insertion tube rotation ring, and scope connector were scratched due to handling, angulation in the up direction and play of the angle wire did not meet the standard due to angle wires being stretched, the angulation lever did not move smoothly due to breakage of the control section, forceps and cleaning brush could not be inserted smoothly due to damage on the channel tube, and the connecting tube was dented due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported there was an image defect when preparing the evis lucera elite bronchovideoscope for an unspecified therapeutic procedure. The procedure was completed with another similar device. The device was sent to olympus for evaluation. During the inspection evaluation, a b30 scope communication error was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.